Manufacturer narrative:
Information contained in this report was previously submitted through asr on 22/jul/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, opening, white calcification. A microscopic analysis was performed which identify opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Health professional reported left side gel bleed and capsular contracture, baker grade IV. The device has been explanted.